Event description:
It was reported that after the faradrive sheath was prepped and inserted into the patient. The sheath was aspirated appropriately once inserted into the body with no visible air. After the insertion of dilator air ingress was noted and the bubbles continued to appear without advancing dilator. Dialtor was removed and upon aspiration of flush port air bubbles continued after 300cc blood was aspirated. Valve was pulling in air when blood was aspirated from the sheath. The procedure was completed using different device (same model). No patient complications occurred. The product is not expected to return as disposed. It was further reported that no fluid leak was noticed, only air coming up into the flush port. A slow rate drip pressure bag was used with a pigtail to pull in order to flush the line at 2ml/min was used. No air was seen in the patient or noticed in the sheath itself. Only upon insertion of the dilator was the air noticed. And then air continued to flow back into to flush port even after advancement of dilator was stopped.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after the faradrive sheath was prepped and inserted into the patient. The sheath was aspirated appropriately once inserted into the body with no visible air. After the insertion of dilator air ingress was noted and the bubbles continued to appear without advancing dilator. Dialtor was removed and upon aspiration of flush port air bubbles continued after 300cc blood was aspirated. Valve was pulling in air when blood was aspirated from the sheath. The procedure was completed using different device (same model). No patient complications occurred. The product is not expected to return as disposed.

Event description:
It was reported that after the faradrive sheath was prepped and inserted into the patient. The sheath was aspirated appropriately once inserted into the body with no visible air. After the insertion of dilator air ingress was noted and the bubbles continued to appear without advancing dilator. Dialtor was removed and upon aspiration of flush port air bubbles continued after 300cc blood was aspirated. Valve was pulling in air when blood was aspirated from the sheath. The procedure was completed using different device (same model). No patient complications occurred. The product is not expected to return as disposed. It was further reported that no fluid leak was noticed, only air coming up into the flush port. A slow rate drip pressure bag was used with a pigtail to pull in order to flush the line at 2ml/min was used. No air was seen in the patient or noticed in the sheath itself. Only upon insertion of the dilator was the air noticed. And then air continued to flow back into to flush port even after advancement of dilator was stopped.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air/bubbles. It was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion boston scientific has assigned an investigation conclusion code of cause not established and supporting evidence that came to this conclusion. Based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.